Event description:
While attempting to place septal occluder, device became dislodged and migrated to mpa. Several attempts to retrieve, patient was taken to the or for removal of the septal occluder and closure of asd.